Manufacturer narrative:
The investigation was unable to determine an assignable cause. Quality control was not processed on the day of the event. Therefore, vitros phyt performance was not confirmed and a reagent issue cannot be ruled out as a contributing factor. The instrument¿s performance was not evaluated at the time the event occurred. Therefore, an instrument issue cannot be ruled out as a contributing factor. Additionally, pre-analytical handling and storage of the cap calibration verification fluid cannot be ruled out as contributing factors.

Event description:
The customer obtained a higher than expected vitros phenytoin (phyt) result on a cap calibration verification fluid processed using vitros phyt slides on a vitros 350 chemistry system. Cap calibration verification fluid 1: 31.65 ¿g/ml vs. 24.47 ¿g/ml. There was no report of affected patient sample results however, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. (B)(4).